Event description:
An optometrist reported stage one dlk of the right eye at one day post lasik treatment. The topical steroids were increased and oral steroids were prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).